Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed. No deformation of the air/water nozzle was observed, and it was confirmed that reprocessing of the subject device was performed in accordance with the instructions for use (IFU). Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.8 inspection of the endoscopic system": "inspection of the objective lens cleaning function [inspection of the objective lens cleaning function] (a) inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 3 release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position. (B) inspection of removing the remaining water from the objective lens. 1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image. 2 release the air/water valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation (brown liquid coming out of air/water tube) could not be confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when washing an evis lucera elite colonovideoscope with an oer-4 endoscope reprocessor, a brown liquid came out of the air/water tube when inserted into the light source and dried. The event occurred during reprocessing and was completed with the same set of equipment. There was no patient harm associated with the event.